Manufacturer narrative:
The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
It was reported that the patient received several occlusion alarms on the infusion device. The patient did not change the infusion set. In the morning, at an unknown time, the patient received a blood glucose result of 500 mg/dl on his performa combo system. The patient went to the hospital. The blood glucose results obtained at the hospital were not provided. The patient was treated with an insulin IV and was hospitalized for 3 days. The infusion device will not be returned for product evaluation.